Event description:
It was reported that the handpiece gave an error code 4 even though the handpiece hadn't been sterilized for more than 24 hours. The account used a second handpiece to complete the case with no patient consequence.